Manufacturer narrative:
Customer discarded the device.

Event description:
It was reported that the interpulse handpiece with coaxial high flow tip was being prepared to be used in a total hip procedure when the tip came apart and the end came out. The same issue occurred during the procedure. The surgeon was able to push the tip back and complete the procedure successfully with the second tip. There were no patient or user injuries, and no adverse consequences.